Manufacturer narrative:
Field service engineer (fse) investigated and found the generator console was failing at power up and replaced the console. Fse verified proper operation per mfrs spec using sedecal generator service manual and hut service checklist. Unit passed checkout procedures and was returned to full service.

Event description:
In (B)(6), customer reported via phone that a generator console failure occurred during an unk procedure on a female pt. Physician completed the procedure. No injuries to report.